Event description:
It was reported that the device is loud when running and an over temp. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The device was out of calibration. The problem source could not be identified. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the device is loud when running and an over temp. Event date unknown. No patient involved.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The device was out of calibration. The problem source could not be identified. DHR review was done, no issues related to the original complaint were found., corrected data: event date unknown. No patient involved.